Manufacturer narrative:
Previously reported by the manufacturer: the garbin evo linde was returned to the third-party service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation an error code in relation to (internal battery cannot be detected) was recorded in the device event log. The evaluation is currently in process. If any additional information is received, a follow-up report will be filed. New information: during the evaluation of the device the initial complaint of (internal battery cannot be detected) was not confirmed. An error code in relation to fan1_failure was confirmed in the device event log therefore the bottom fan was replaced. Additional errors observed were caused by contaminated parts. The machine flow sensor, tubing-fio2 and in-line filters are contaminated with dirt and therefore were replaced. A 4 year preventive maintenance was performed therefore, the air foam inlet filter, muffler and particulate filter were replaced. The software was upgraded to version 1.06.10.00. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. Box h coding was updated. The reported failure of internal battery cannot be detected is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The garbin evo linde was returned to the third-party service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation an error code in relation to (internal battery cannot be detected) was recorded in the device event log. The evaluation is currently in process. If any additional information is received, a follow-up report will be filed.